Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found a crack on the power entry module casing, and the rear panel was pushed in on the pump side of the cycler. There were no other signs of physical damage found. A preliminary resistance test was performed and found that the power entry module was shorting out. An internal visual inspection found the contacts on the power entry module were not connected to the clips, and the clips were welded together which would cause a short and create sparking within the cycler. Readjusted the clips so they were properly connected to the contacts. There were no other discrepancies encountered during the internal inspection of the cycler. The cycler underwent and passed a voltage check, hi pot test, and a safety analyzer test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was unconfirmed and the cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported observing sparks from the back of the cycler where the power plug connects while attempting to power on the cycler to setup for pd treatment. The patient attempted multiple outlets and multiple methods of connecting the plug prior to boot up however the issue continued to occur. Patient reported that he usually kept the cycler plugged in all the time at the same non-grounded fault circuit interrupter outlet and power strip which is shared with one room fan. When he disconnected the plug from the power strip and plugged it back in he noticed the sparks coming from where the plug connects to the cycler. The fuse from the home circuit breaker shorted every time. He indicated that the back of the cycler near the plug, the black casing appeared cracked. There was no smoke, fire, or any other damage observed on the device or environment. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient indicated that the cycler had never fallen off of the cart before but the power cord has been pulled with force to the side. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.